Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no data transfer between the controller and monitor was confirmed via evaluation of the heartmate 3 system controller (serial number (B)(6)). Log files were downloaded for review, and all of the captured data appeared to show the system controller operating as intended. The driveline was disconnected on (B)(6) 2026, consistent with the reported transplant. Visual inspection of the returned system controller revealed a tear on the black power cable jacket. The system controller underwent functional testing and upon connecting to the system monitor, the controller was unable to communicate. The power cables underwent continuity and insulation testing and did not pass. The white power cable¿s orange wire, transmission communication, was observed to be an open line and a few wires in both power cables measured at an increased resistance, indicating conductor breakdown. The power cable¿s outer layers were removed, and the white power cable¿s orange wire was found to be broken. The power cables were replaced with test power cables in order to continue evaluation. The system controller underwent functional testing and passed without issue. A root cause for being unable to transfer data was determined to be the damage to the transmission communication wire of the white power cable. A root cause of how the damage occurred was unable to be conclusively determined. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU (rev. B) section 4, entitled ¿heartmate touch communication system¿, describes how to set up the heartmate touch communication system and how to connect to the system controller. Heartmate 3 IFU section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. B) section 6, entitled ¿equipment maintenance¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during regular routine transplantation (B)(6) 2025, the ventricular assist device (vad) coordinator tried to connect a system controller to the heartmate touch monitor screen. No data was transferred; no connection was possible to the screen. When they changed the monitor screen the same issue occurred, no data transfer was possible. No alarms were visible. The pump performed as intended.